Event description:
The customer reported an event where the touch screen became unresponsive during treatment. No soft keys could be pressed. The operator turned off the machine and the blood subsequently clotted. The pt lost 231 ml of blood. There were no other clinical consequences for the patient reported as a result of the reported event.

Manufacturer narrative:
The manufacturer has reviewed the treatment data files related to the reported event. It can be confirmed that, the operator chose to unload the disposable set and that the treatment was stopped after the machine was turned on again following the reported event where the touch screen became unresponsive.